Event description:
Customer stated that the primary IV bad was infusing. A partial fill (antibiotic) secondary bad was hung at 9am and placed higher than primary bag and all clamps were opened. After 1.5-2 hours, it was noted that the partial fill bag was empty, but the primary bag was overfilled. It appears that the IV antibiotic (secondary) ran upwards past the checkvalve into the primary bag instead of into the patient. The tubing was taken down and another new primary and antibiotic (secondary) tubing were immediately hung. There was no patient harm and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Method: investigation pending.